Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13766; 2938836-2019-13767. It was reported that when patient presented to the emergency room lead noise was noted with high ventricular rate episodes. Capture threshold and impedance were within normal limits. Patient is dependent and no r-waves were sensed. Physician elected to program the device until the rv lead could be replaced. Patient experienced syncope which the physician believed to be due to the episodes of noise on the rv which led to inhibition of pacing. The lead was explanted and replaced. During procedure, the ra lead showed insulation breach with blood. Lead was otherwise normal. The ra lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.